Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on female patient in her fifties on (B)(6) 2010. According to the complainant, during preparation, when the brush was unpacked, it was noted that the distal tip of the brush was bent and the brush could not be retracted into the sheath. No damage to the packaging was noted. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during preparation, when the brush was unpacked, it was noted that the distal tip of the brush was bent and the brush could not be retracted into the sheath. No damage to the packaging was noted. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device presented with the brush extended. The handle was actuated, and it was found that the brush would retract with some resistance, but the brush would not retract fully unless the sheath was held straight. The wire assembly was removed from the proximal end of the t-fitting, and three bends were identified in the wire. The condition of the returned device was consistent with the complaint that the device was defective and would not retract; the complaint was confirmed. Since the defect was identified outside the patient prior to the procedure, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.